Manufacturer narrative:
Per the surgeon, there was no indication of the device not functioning as intended. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There were 2 implants explanted from this patient. See MDR 1032347-2011-00006 also.

Event description:
It was reported the patient had a bilateral tmj devices implanted (B)(6) 2010. The patient was complaining of pain and facial swelling, so the surgeon explanted the left side implants on (B)(6) 2010. He replaced them with a custom tmj device. The right side implants remain in the patient.